Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient underwent a heart transplant after waiting on the regular transplant list. Evaluation of the returned heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any issues related to the reported transplant. The pump was returned assembled with the pump cable severed approximately 7.0¿ from the pump header. The distal end of the pump cable was returned measuring approximately 18¿ and connected to the modular cable. Approximately 6.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware engaged. It was noted that most of the distal outflow graft bend relief had been removed and was not returned. The outflow graft clip was secured. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) and controller log files were retrieved from the returned devices and appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Incidental findings: it was noted upon disassembly of the outflow graft that the c-ring of the outflow graft hardware was dislodged from its groove. Although a specific cause for the c-ring becoming dislodged could not be conclusively determined through this evaluation, there did not appear to have been any related issues during support given the report of a routine transplant and no findings of abnormalities within the blood path. The relevant sections of the device history records for (B)(6) and the outflow graft, lot number 6975911 and 6756521 and 196349, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 5 "surgical procedures" contains information regarding the preparation and attachment of the sealed outflow graft and bend relief. This section instructs to examine the outflow graft and verify that the black ¿o¿ ring and white washer are present and intact at the screw-ring end of the conduit. Furthermore, section 5 warns that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Section 6 ¿patient care and management¿ instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, rev. C, is currently available. Section 4 ¿living with the heartmate 3¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ the current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient received a heart transplant while waiting on the regular list.